Event description:
It was reported that, pt complained of pain. Surgeon did bone scan and the femur lite up and scheduled femoral revision. Femur was removed without too much difficulty and a restoration modular stem was utilized. The rejuvenate femoral component was retrieved as well as the neck and head.

Manufacturer narrative:
Additional info (including x-rays and medical records) was requested. When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR# 2249697-2012-01511.